Event description:
Boston scientific crm received information that this device was explanted and returned for disposal. There are no product performance allegations or adverse patient effects regarding this device. Routine initial returned device testing indicated that detailed analysis was required.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the (B)(4) 2010 product performance report.